Event description:
A consumer reported experiencing flaring when observing bright images following intraocular lens (iol) implant surgery. The consumer has been seen in follow-up for a second opinion and the surgeon suggested that the iol might be misaligned, but the surgeon did not have any preoperative measurements for comparison. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/31/2009 and 04/01/2009 by phone, fax, and mail. A completed questionnaire has not been received.